Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient was readmitted for a repeat of gib. No power spikes noted in patient's history. The patient underwent a blood transfusion, was stable, and then was discharged home on (B)(6) 2018. No further information provided.

Event description:
Additional information: the patient was hospitalized for melena stools and gastrointestinal bleeding. Danazol was increased and the patient remained on octreotide. The patient was transfused with two units of packed red blood cells (prbcs) for hematocrit of 24. The event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
The patient was initially started on danazol and octreotide during their previous admission for gastrointestinal bleeding which was reported under MFR # 2916596-2018-02641. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.